Event description:
During routine testing of the device at the svc ctr, the svc tech reported the printed circuit board assembly failed during the calibration test for high pressure transducer "a" side. The calibrator was originally returned for "06" error message. Since the event occurred during routine testing at the svc ctr, there was no pt involvement during this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.